Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination found multiple kinks along the hypo tube. No issues with the mid shaft, inner or outer polymer extrusion. The crimped stent of the device was visually and microscopically examined and the first distal stent row was damaged and slightly opened. The crimped stent outer diameter was measured and was within the maximum crimped stent profile measurement. No issues with the balloon. The balloon wings were evenly folded and tightly wrapped and do not appear to have been subjected to positive pressure. The tip was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08jun2017. It was reported that crossing difficulties were encountered. Vascular access was obtained via the radial artery. The 90% stenosed target lesion was located in the distal right coronary artery (rca). After a 0.014x180cm non-bsc guide wire crossed the rca, another non-bsc guide wire crossed the posterior descending artery as a buddy wire. Predilation were then sequentially performed with two2.0x10mm non-bsc balloon catheters. A 2.50x24mm promus element ¿ drug-eluting stent was then advanced but failed to cross the lesion. The device was removed and further dilatations were done with the same non-bsc balloon catheter. The procedure was then completed with a 2.50x23mm non-bsc stent deployed at 14 atmospheres and post dilated with a 2.5x10mm non-bsc balloon catheter. No residual stenosis were noted with timi 3 flow of the rca. No patient complications were reported and the patient's status was stable. However returned device analysis revealed distal stent damage.